Event description:
During a ligation procedure for esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The physician had completed the banding procedure by deploying 5 bands. When the device was being removed from the endoscope, the last band deployed and the clear barrel came off. The barrel and band were retrieved from the patient using a pair of forceps. No harm was done to the patient. A section of the device did not remain inside the patient's body. Other than retrieving the barrel and band with a pair of forceps the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w3314799 or w3315512. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The account ordering and shipping history was reviewed and confirmed the lot number involved is either w3314799 or w3315512. A review of the possible device history record confirmed that these lots met all manufacturing requirements prior to shipment. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each reorder number. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the possible device history records confirmed that these lots met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.